Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred. There was no reported impact to customer's blood glucose level. Reportedly, the cartridges had been fully loaded. Reportedly, the customer was able to resolve the issue.